Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation.

Event description:
Revision due to undersized stem, causing subsidence.